Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient received a vibratory alert for device nearing eri prematurely. The device was explanted. The patient tolerated the procedure well and was discharged same day of procedure.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.